Manufacturer narrative:
On 2/25/2020, additional information indicated that the date of birth of patient is (B)(6) 1996. Patient confirmed that implanted in poland and complications happened at home in england. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, device migration, infection, local reaction lumps. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown silicone breast implants which the patient reported that she had 450cc moderate plus breast implants on the (B)(6) 2019. Patient surgery went very well, and she recovered quickly. Her breasts were even and full. Over the past few months her implants have moved up and became small and changed shape and caused chest pain and a tight feeling when she laid on her side. Her surgeon said it was swelling. A week after patients' doctor indicated that the patient needs them to reposition. That surgery is booked for (B)(6). But over the past few weeks, she formed lumps in both of her nipples, that became sore and burn when touched. One morning the lumps leaked blood and pus and have become very sore. Her surgeon indicated it was due to stitches. Her general doctor diagnose that she has infections in both breasts due to the implants not being in the correct position and changing. As a result, patient had the implants removed on (B)(6) 2020. This report is for one of the two implants.